Manufacturer narrative:
Samples received: 45 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 45 closed samples and one open and empty sample. We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of closed samples received do not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: detachment of the needle during intervention (in ophthalmology).